Event description:
On 2019, a pvs21 implant attempt occurred through mini-sternotomy (third ic), percutaneous venous cannulation and central reinjection. The ascending aorta was of normal size, but diffusely calcified. Antegrade pledge and aortotomy at the level of the fat streak were performed. The calcified native valve was reportedly difficult to resect. After sizing, it was decided to implant a size s. The annulus measured 20mm (intraoperative data). The implant occurred without problems and, after clamp removal, sinus rhythm was restored and the valve was functioning well with only a trivial perivalvular leak. However, at weaning from bypass, during the closure, a sudden onset of a massive perivalvular leak was noticed, caused by the "pop-up" of the valve. A full sternotomy was consequently performed, and the cardiopulmonary bypass (cbp) was re-started. The pvs21 was removed, the calcification of the annulus was resected and a new perceval valve, size m (pvs23), was successfully implanted. The patient was easily weaned from cpb in atrio-ventricular block ii (bav2, confirmed to have been a transient one). No aortic insufficiency was observed on echo. The patient was extubated within 6 hours and was very stable on postoperative day 1. Total cpb time was 61 + 45 ', total cross clamp time was 46 + 29'. Based on the medical judgment, the implant failure of the pvs21 was caused by the residual calcification at the annulus level, which was not properly de-calcified before pvs21 implant. No mis-sizing was suspected and no perceived issue with the device was reported. The patient had a good outcome after the surgery.

Event description:
On (B)(6) 2019, a pvs21 implant attempt occurred through mini-sternotomy (third ic), percutaneous venous cannulation and central reinjection. The ascending aorta was of normal size, but diffusely calcified. Antegrade pledge and aortotomy at the level of the fat streak were performed. The calcified native valve was reportedly difficult to resect. After sizing, it was decided to implant a size s. The annulus measured 20mm. The implant occurred without problems and, after clamp removal, sinus rhythm was restored and the valve was functioning well with only a trivial perivalvular leak. However, at weaning from bypass, during closure, a sudden onset of massive aortic insufficiency was noticed, caused by the 'pop-up' of the valve. A full sternotomy was consequently performed, and the cardiopulmonary bypass (cbp) was re-started. The pvs21 was removed, the calcification of the annulus was resected and a new perceval valve, size m (pvs23), was successfully implanted. The patient was easily weaned from cpb in atrio-ventricular block ii (bav2). No aortic insufficiency was observed on echo. The patient was extubated within 6 hours and was very stable on postoperative day 1. Total cpb time was 61 + 45', total cross clamp time was 46 + 29'.